Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device lot# 00001233, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath - medium and suffered cardiac perforation and hypotension requiring medication (noradrenaline). After the first ablation, when the carto vizigo¿ 8.5f bi-directional guiding sheath - medium sheath was removed from the (clean side) cable, the connection surface was hard and the impact of removing it injured the inside of the cardiac cavity. The blood pressure was dropped, effusion was checked under the echo, but there was no problem. After that, blood pressure remained at 70mmhg. Blood pressure increased due to noradrenaline addition, after blood pressure stabilized and the patient coronary care unit (ccu). The physician stated it is that the cause of the event is most probably patient's condition. The physician commented that it may be a patient with vagal nerve and autonomic nerve failure because this was pef (pulsed electrical fields?) 2nd procedure and blood pressure has dropped at the end of the first ablation. Since vizigo was placed in the inferior vena cava (ivc) when the vizigo sheath was removed, it is possible that the shock was applied and transient neuropathy was added, but the causal relationship was unknown. The physician concluded that it is not due to the product. There was no report of product malfunction and extended hospitalization. The event details of the event are not clear based on the provided information the event will be conservatively reported under the carto vizigo¿ 8.5f bi-directional guiding sheath - medium sheath. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available in the future; the reportability decision will be reassessed.

Manufacturer narrative:
On 9/24/2020, biosense webster inc. Received additional information about the patient and event. It was reported that that patient was a 68-year-old male patient, weighing 68 kg. The adverse event was discovered post use of bwi devices and the physician stated it is that the cause of the event is most probably patient's condition or procedure. Patient¿s condition improved. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).

Manufacturer narrative:
On 4/12/2021, biosense webster inc. Received additional information clarifying that ¿no tamponade/perforation was observed. There was no pericardial effusion observed. However, the physician assumed that the reason of the blood pressure drop was due to the injury of the heart by the sheath.¿ the information has been reviewed and it has been determined that the provided information does not change the reportability determination and this event continues to be deemed MDR reportable for a cardiac perforation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).